Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is leaking.associated malfunctions for this device: on/off switch has no audible alarm and the o2 spout is broken.